Manufacturer narrative:
(B)(4). Date of event: publication year of 2017. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : randomized clinical trial of ultrasonic scissors versus conventional haemostasis to compare complications and economics after total thyroidectomy (fothyr). Author : c. Blanchard1, f. Pattou3, l. Brunaud4, a. Hamy5, m. Dahan6, m. Mathonnet7, c. Volteau2,c. Caillard1, I. Durand-zaleski8 and e. Mirallié. Citation: bjs open 2017; 1: 2¿10. Doi: 10.1002/bjs5.2. The objective of this prospective, randomized, multicentre study was to evaluate the efficacy, cost-effectiveness, and safety of ultrasonic scissors for total thyroidectomy. A total of 1,329 patients were randomly assigned to two groups, the ultrasonic scissors (us arm) and conventional haemostasis (ch arm), from march 2012 to june 2014. There were 670 patients (533 females, 137 males) in the us arm, ages ranging from 40.9 to 61.9 years (mean age, 51.1 years) and 659 patients (529 females, 130 males) in the ch arm, ages ranging from 40.0 to 61.2 years (mean age, 51.3 years). The single-use device, harmonic focus® (ethicon endo-surgery, johnson & johnson, cincinnati, ohio, USA) was used for thyroidectomy in the us arm. The intraoperative complications reported in the us arm are the following: any complications (n=19), device -related complication (skin burning, oral haemorrhage) (n=2), and dysfunction of device (n=14). Postoperative pain was recorded at 4 hours (n=618), 18 - 24hours (n=624), and day 2 (n=574). The early postoperative complications noted were the following: transient hypocalcemia (n=132), haematoma (n=6), dysphonia (n=46), swallowing disorders (n=6), and other complications (n=12). Right laryngeal nerve (rln) dysfunction was also noted in 66 patients and was reported as hypomotility (n=41) and immobility (n=25). The complications reported after 6 months postoperative were rln dysfunction (n=9), reported as hypomotility (n=5) and immobility (n=4), and permanent hypocalcemia (n=16). Surgical reoperation was required for those with compressive haematoma. In conclusion, the authors reported that the ultrasonic scissors were no more clinically effective than conventional haemostasis, but the use of these devices was more costly.